Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The qc recovery data provided was acceptable. The field service engineer (fse) found that there was a faulty pressure sensor. The fse replaced replaced the pressure sensor, the sample and reagent probe, and the sipper nozzle, and also performed adjustments and an instrument check. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys probnp ii immunoassay results for 1 patient serum sample on two cobas e 411 immunoassay analyzers. The customer had been running patient samples in duplicate as they had been having issues with questionable results the previous week. The initial probnp result on analyzer serial number (B)(6) was 36 pg/ml with flag. The sample was tested on analyzer serial number (B)(6) and the result was 1319 pg/ml. The sample was repeated on analyzer serial number (B)(6) and the result was 1350 pg/ml. The sample was also repeated again on analyzer serial number (B)(6) and the result was 39 pg/ml. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.